Event description:
It was reported by a news video report and accompanying news article that a consumer experienced a chemical burn. She stated that it "burned like crazy" then fell to her knees and started screaming. The consumer's eye slammed shut and she then inspected the bottle, to realize the product contained 3% hydrogen peroxide. The consumer's mother was scared and was concerned about the possibility of her daughter going blind. The ophthalmologist at the ER confirmed that the consumer experienced a chemical burn and that the wound would heal. However, two weeks after the incident, the consumer stated that her vision "is not what it used to be". No further info is available.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unk. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).